Event description:
The reported serial cable was returned to the manufacturer and underwent analysis. Analysis of the serial cable indicated the cable had open electrical connections in the serial cable power plug. The root cause for the open connections are unknown, but are most likely associated with mishandling of the cable.

Event description:
It was reported by nurse through a company representative that a serial cable for a handheld computer was broken as it would no longer charge the handheld computer. A replacement cable was sent to the nurse and the disposition of the reported cable is unk at the moment. Good faith attempts to obtain additional information remain underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.